Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported minimed mobile assistance pairing failed and also requested to complete diagnostic upload to carelink. Troubleshooting was performed but could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. The device will not be returned for analysis.

Manufacturer narrative:
Pairing failed between patient pump and mmm (redmi note 12 pro, android 12, app version 1.3.2). "An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in d00780504. After conducting a thorough investigation, we have found that there were a couple of cases of bonding loss, and a couple of cases where devices was successfully bonded, but connection was dropped due to the undefined error. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: reboot the phone! Clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app clear data. Try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs. If pairing still fails - user can try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Also, if user have such opportunity, it makes sense to test pairing with another phone. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue remains unresolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.